Manufacturer narrative:
The insulin pump was received with a frozen display and constant tone due to a cold solder joint of u4 and u7 on the mother board. They were unable to perform the functional testing including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests due to the frozen display. There was no moisture damage on the keypad traces, under the lcd screen, electronic assembly, or motor noted. The pump had cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the customer climbed down the ladder into the water from a boat and now it is not working. Customer bolused and it was okay. Customer put in a new battery and the pump has a constant tone. Customer's blood glucose was 277 mg/dl. Caller was advised to discontinue use of the pump and to revert to a back-up plan. Caller was advised that the pump will be replaced. Caller declined troubleshooting for the high blood glucose.